Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The original manufacturer report number was supposed to be 2017865 in stead of 3008377825-2023-00009. The reported event of premature battery depletion was confirmed. Upon receipt, communication could not be established between the device and the programmer. Longevity assessment was performed, and device was found to have premature discharge of battery. The device enclosure was cut open to examine the internal components. No anomalies were noted. The cause of the premature battery depletion could not be determined.